Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not working and nurse was unable to remove medication for patient. A technical support specialist (tss) accessed the enterprise server application through securelink after receiving approval and verified overall server health and communication status. The tss confirmed that all core services were running normally, no downtime was present on devices or in the system view, and data exchange with the carefusion coordination engine was functioning as expected. It was determined that the critical override status on devices had been applied manually by pharmacy staff through server settings rather than due to a system issue. Patient information was reviewed and confirmed to reflect the correct admission status, unit, and room. The customer was advised to remove the critical override from the devices and adjust medications accordingly, and this guidance was acknowledged. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user stated that nurses were unable to remove medications for patients, affected multiple locations including snw, ssw, assv, ashl, and sebd. There was no error message currently displayed, and the customer also reported that their workstation was not communicating with the carousel. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.